Event description:
It was reported that after successfully completing a da vinci-assisted surgical procedure, the system displayed persistent error code 319. The technical support engineer (tse) was contacted, and troubleshooting was unable to clear the error fault. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set-up joint (psuj) and flex due to error 319. A follow-up MDR will be submitted, if additional information is obtained.